Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cannula piece from the bd arterial cannula with bd flowswitch¿ broke off in the patient¿s artery during use. There was report of exposure, injury, and medical intervention noted.

Event description:
It was reported that a cannula piece from the bd arterial cannula with bd flowswitch¿ broke off in the patient¿s artery during use. There was report of exposure, injury, and medical intervention noted.

Manufacturer narrative:
Investigation summary: no photos or samples were returned for investigation. According to DHR, no abnormality was detected. Root cause could not be determined. Investigation conclusion: according to DHR review, no abnormality was detected during the production of the reported batch and no similar nonconformance found during in-process and outgoing inspection. There is an automated vision inspection machine at the arterial cannula assembly machine to check and auto reject parts not meeting the lie distance requirement. A broken catheter will automatically be rejected as the lie distance will be out of specification. Root cause could not be determined.

Manufacturer narrative:
It was reported that during removal, a small piece of the catheter from the bd arterial cannula with bd flowswitch¿ broke off in the patient¿s artery during use. Intensive bleeding followed from the injection site, pressure and bandages were applied and the position was elevated to stop the bleeding. A small piece of the catheter was found in the patient¿s artery and was removed. An additional pressure dressing was applied and the bleeding stopped. Type of reportable events: serious injury.

Event description:
It was reported that a cannula piece from the bd arterial cannula with bd flowswitch¿ broke off in the patient¿s artery during use. No medical interventions reported.

Event description:
It was reported that a cannula piece from the bd arterial cannula with bd flowswitch broke off in the patient¿s artery during use. No medical interventions reported.

Manufacturer narrative:
Type of reportable event: malfunction. The event was treated with first aid and does not fit the crietria of serious injury. This type of reportable event is corrected to malfunction of the cannula.